Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the guidewire difficult-to-insert allegation was confirmed. A stylet insertion test failed due to the lumen being blocked by an agglomeration of polymer and blood/ body fluid. This is typically due to interaction between the lumen and an inserted stylet or guidewire which is a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to wire could not advance through the lead. The lead could backload, but could not advance forward. The lead was never in service. No adverse patient effects were reported.